Event description:
Reporter alleged the blood glucose monitoring device generated a result with an un-dosed test strip. Reporter stated the device result was in the 200s mg/dl. Reporter indicated not taking any action or receiving treatment based on the result. A request was made for the return of the suspect device and replacement product was sent.